Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, noise and over-sensing. Additionally, it was noted that patient had fallen twice. Reprogramming of the device was performed and a system replacement was scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).